Event description:
A caller reported that their pump unexpectedly displayed the reset screen, and it did not need to be plugged into a power source to turn back on. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that the reset occurred as a safety feature to ensure performance, during which certain settings were reset to zero and required manual reconfiguration. The customer was educated on this process, and they successfully resumed insulin therapy without any additional issues.